Event description:
The customer reported that they had just plugged in a hand piece in the front of the generator and as they turned away, they heard an activation tone. They unplugged and re-plugged the hand piece, and it went away.

Manufacturer narrative:
(B) (4). A visual inspection of the generator found a monopolar footswitch contact broken and returned by the site in a bag. The contact may have broken when the customer plugged in the hand piece on the front panel and heard an activation tone. Numerous user related error codes were stored in memory, but none were duplicated during testing. Testing found the generator to function normally. The reported condition of an uninitiated activation tone was not duplicated. However, it is possible the broken piece shorted to the active jack on the psrf board causing the activation tone heard by the customer. The broken piece is a random failure.